Manufacturer narrative:
Conclusions: shipping related.

Event description:
Evaluation summary: upon inspection of the device, there was a break in the screwgear at the distal end of the locking spacer, resulting in the locking spacer breaking into two halves and complete severance of the proximal sections of the screwgear that the locking spacer engages with. The box and tray both had corresponding damage. The event was confirmed; there was a break in the screwgear and locking spacer at the back end of the device. The root cause of the event could not be conclusively determined; however, was most likely due to shipping/handling.

Event description:
A valiant stent graft system was selected for use in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that when opening the product box, it was observed that the grey distal part of the system was broken. The sterile package wasn¿t even opened. A valiant 40x40x200 was used to complete the case. No clinical sequelae were reported and the patient is fine. A review of several returned photo's showed that the screwgear was broken near the proximal end of the rear handle, and the rear handle was separated into several pieces. The device was still sealed in the sterile package, and no obvious shipping damage was seen from the limited images showing the tray. Images of the delivery system outer box were not seen. The cause appears most likely due to shipping damage.

Event description:
There was no damage observed in the outer box prior to opening. The patient is fine.

Manufacturer narrative:
(B)(4).